Event description:
It was reported that during a da vinci si surgical procedure, the harmonic curved shears (hcs) insert accessory that was being used with hcs instrument broke into two parts. A broken piece fell into the patient and was retrieved. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, it was observed that the clamp arm assembly had detached from the distal end. The shaft features that mate with the clamp arm pins are bent backwards slightly, indicating hyperextension of the clamp arm. It was determined that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences. Do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.